Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss due to a cylinder rupture. The device was replaced with a pump and 21cmx12mm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss due to a cylinder rupture. A year later, the device was replaced with a pump and 21cmx12mm cylinders. The rupture was noted intraoperatively. The patient was perfect following the procedure.

Event description:
It was reported that the patient's inflatable penile prosthesis had fluid loss due to a cylinder rupture. A year later, the device was replaced with a pump and 21cmx12mm cylinders. The rupture was noted intraoperatively. The patient was perfect following the procedure.